Manufacturer narrative:
(B)(4) is submitting a single report on behalf for b. Braun (B)(4) (the manufacturer) and (B)(4) (the importer). (B)(4). A historical review of the customer complaint database, dating back one year revealed no other reports of this nature against the reported lot # 2c4258247. No adverse trends were identified for finished good #(B)(4). The batch manufacturing records was reviewed and there were no such defect encountered during final control inspection. The sample was forwarded to the manufacturer, b braun (B)(4) and their investigation is on-going. A follow up report will be provided after the inspection results are available.

Event description:
As reported by the user facility: reference # (B)(4) lot # 2c04258247. Safety shield did not completely deploy and cover needle tip. Shield stuck approximately halfway down length of needle. Customer reports physician was stuck product was retained by customer, but unsure if they are allowed to send in for evaluation at this time.